Event description:
As reported by the user facility: medication hung (in 50ml bag) set at 1.99 ml/hr infused in 4 hrs. Infusion performed via a triple lumen PICC. On (B)(6) 2011 rn hung argatroban (in 50 ml bag) in 1744, with new tubing, infused as a primary line. Rate double checked at beginning of infusion and at 1905 at change of shift by two rns. Drug library used. Rate was 1.99 ml/hr for 37.13 total vtbi, accounting for priming of tubing. Argatroban bag was in a brown wrapper due to light sensitivity of medication. At 2155, bag was found empty and drip chamber empty; 28.85 ml missing. Action taken: did not adjust drip rate following the event. No patient injury. Inr increased two days later. Prior to event, daily inrs were 2.2 - 2.8; after event, inr increased to 6.5, which was the only spike in inr during hospital stay, then went back down to 2.2 - 2.8. Per pharmacy this increase may/may not be due to an overdose of argatroban - and no pitt was drawn at this time to validate.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). Customer complaint investigation results: the actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that on (B)(6) 2011 at 9:26:41, the last infusion before the incident, the pump was programmed to infuse at a rate of 1.99 ml/hr. The volume to be infused was not set. The pump ran for nine hours and 12 minutes, until 18:39:38, before it was manually stopped. The volume infused was 18.31 ml, or 100.0% of the expected volume. The tubing was changed and a new infusion, the reported incident, was programmed for a rate of 1.99 ml/hr and a volume to be infused of 37.13 ml. The infusion started at 18:43:17 and was manually stopped at 22:53:05, for a total run time of four hours and ten minutes. The volume infused was 8.29 ml, or 100.1% of the expected volume. The volumes infused were all within the specification of 100 +/-5%. There is no reference in the log that indicates that the drug library was set up and used during the incident. Per the log, the pump ran as programmed. The pump was tested three times for volumetric accuracy at a rate of 1.99 ml/hr and a volume of 8.28 ml using the customer's bag and set returned with the pump. These conditions are consistent with the conditions noted in the pump log during the time of the reported event. The test results were in specifications at 8.40 ml, 8.35 ml, and 8.41 ml. In addition, there was no free flow condition that could be replicated with the door open or closed. The reported failure could not be reproduced on the returned pump. In addition to the testing that was conducted on the returned pump, various lot number of infusomat space pump IV tubing sets (b. Braun material number (B)(4)) that were distributed to (B)(6) general hospital were also evaluated to eliminate the sets as a potential contributing factor. There were no visual anomalies identified and all dimensions analyzed were within the established specifications, including the space tubing segment of the sets. The tubing sets were also tested on a variety of infusomat space pumps at various infusion rates and each of the sets functioned as intended. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow up report will be filed.